Manufacturer narrative:
Svn: (B)(6). (B)(4). Patient cannot pair pump with minimed mobile app (samsung s23 ultra, android 14, app version 2.5). "An attempt to reproduce the reported event using the minimed mobile app (software version 2.5.0) installed on samsung galaxy s24 ultra (android 14) with mmt-1886 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. After conducting a thorough investigation, we have found that there were attempt to establish a connection with the pump recorded in the logs. Disconnection happened with the supervisor_timeout (8). The possible reason is some applications that use bluetooth on the phone can interfere with the pump's communication. To assist with the resolution of the issue, we provided the helpline team with the following step to ensure that it is addressed effectively: the patient has to check if another application installed on the phone uses bluetooth, and if so - uninstall the apps. Additionally, the newer software could be installed on the pump. The software version has to be 6.21w or newer. Afc code: fb35af other device setting issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication from the pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.